Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information provided from the field indicated that surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device¿s battery was suspected to be prematurely depleting. Incoming device data reviewed by engineering confirmed the battery is depleting and the device hardware is not completely detecting the loss of battery energy. No fault codes have been triggered. Device replacement was recommended, however no intervention has been performed at this time and the device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.